Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menstrual disorder ("menstrual bleeding") in a 35-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (ablation) and surgery (an ablation). At the time of the report, the device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 27-jul-2018: new pfs received - new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device, were added.lot number , new reporter , date of birth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menstrual disorder ("menstrual bleeding") in a 34-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area pain"). The patient was treated with surgery (an ablation). At the time of the report, the device dislocation, menstrual disorder, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: dysmenorrhea (cramping), abdominal pain and weight gain events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menstrual disorder ("menstrual bleeding") in a 35-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In september 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (an ablation). At the time of the report, the device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 3-sep-2014: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menstrual disorder ('menstrual bleeding') in a 34-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 days after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In september 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (an ablation). At the time of the report, the device dislocation, menstrual disorder, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, weight increased, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 03-sep-2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-may-2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstrual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (an ablation). At the time of the report, the menstrual disorder and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.